Event description:
It was reported that the tip of a final driver broke off intraoperatively. There were no patient impacts as alternative instrumentation was able to be used to complete the procedure.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: visual inspection revealed that the tip of the driver was fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the parts were likely conforming when they left zimvie control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of a final driver broke off intraoperatively. There were no patient impacts as alternative instrumentation was able to be used to complete the procedure.